Event description:
It was reported to philips that the system did not startup at 00:00. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the ip-pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system was not booting up. Review of the system log file confirmed flat detector controller (fdc) and frontal ippc errors. Upon further inspection it was found that fdc was defective. The fse replaced the tcu-fd mod and fd cooling hoses repair set. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.